Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2017-00453 pertains to the other device. It was reported to boston scientific corporation that an capio¿ was used during pelvic organ prolapse suture repair procedure on (B)(6) 2017. According to the complainant, during the procedure the needle was detached and was caught inside capio cage. The procedure was completed with another capio¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.